Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 02nd 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
Dms records confirmed that sensor replacement error (ec 1) was triggered on day 26 post sensor insertion, but the failure could not be confirmed via in-vitro qc test, and there's not enough data from dms to provide clues on the root cause of this failure. D4. Additional device information updated. D9 device available for evaluation? Yes, device received on 19 january 2021. H3. Device evaluated by manufacturer? Yes. H4.device manufacturer date updated to 03 feb 2020. H6. Type of investigation updated to 10; h6. Investigation findings updated to 114; h6. Investigation conclusions updated to 4315.